Event description:
Patient undergoing laparoscopic surgery to remove splenic cyst. Curved shears overheated, and the clamp arm/active blade broke and a portion of it (approximately 6 mm) dropped into the patient's abdomen. It was not retrieved. The cut and coag settings on the esu were 30. There was no patient harm.